Event description:
Reporter alleges discrepant blood glucose results of 220 mg/dl on the customers advantage system compared to a measurement from the hospital of 130 mg/dl when testing was performed 10 minutes apart. Customer stated recently obtaining higher blood glucose readings in the 400's mg/dl and went to the hospital emergency room to have glucose tested. Customer indicated the nurse on duty at the hospital increased both types of her prescribed insulin each by 2 units when she doses which is three times daily. It was stated insulin dosage was return to normal dose for both prescribed types of insulin six days later. No report of other actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.